Event description:
The pt tested ER blood glucose at 5:03pm on the suspect device and it was 179 mg/dl. She took 10 units of 70/30 humulin. At approx 8:30pm, her spouse could not arouse her. He took 5 different blood glucose measurements on the suspect device between 8:34pm and 8:56pm, the readings were 132 mg/dl, 121 mg/dl, 127 mg/dl, 50 mg/dl and 117 mg/dl. The paramedics were called and she was taken to the hosp. She does not know what the blood glucose value was at the hosp, but she was given orange juice and released 3 hrs later.